Event description:
Medtronic received info that this bioprosthetic valve, implanted 3 years 5 months, was explanted due to regurgitation. At explant, dilation of the graft, pannus and perforation of the cusps was identified. There were no adverse pt effects reported and no dissatisfaction with the device as the surgeon stated these are normal findings with implants in very young children.

Manufacturer narrative:
(B)(4): eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be related to pt condition. Analysis: upon receipt at medtronic's quality laboratory, two sections of the valved conduit were received for analysis. The larger section measured approx 3.7 cm in length. The tissue of the conduit wall in the larger section appeared stretched or dilated. The existing leaflets were slightly stiff but flexible except where host tissue extended. Glistening off white pannus remained attached to the outflow aspect of the smaller piece that was received, extending over leaflet remnants on the outflow, showing possible evidence of a reduced outflow orifice and restricted leaflet movement. The amount of pannus that extended onto the leaflets cannot be determined due to the receipt condition of the conduit. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.